Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the damage occurred on top of the pump where reservoir is inserted part of the plastic on the actual pump has come off hence unable to reservoir in the pump. Customer performed troubleshoot for physical damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window. The test infusion set and reservoir locked in place in the reservoir compartment.